Event description:
The customer reported that the system displayed a communication error messages. This error will result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions and generator interface boards were replaced. The system was tested and found to be working as intended and put back into service.